Event description:
The customer reported to olympus that the image of blood shows discoloration and was not clear on the evis exera iii video system center. The issue was identified during inspection before use. The intended procedure was a radical resection of gastric cancer (therapeutic). The patient was not under sedation and there was no procedural delay. The procedure was completed with another similar device. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were not confirmed. The issue was not reproduced after the device was kept running for one day and no issues were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.